Manufacturer narrative:
E1 - initial reporter phone: (B)(6). It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not been received. Without the returned device, a probable cause is unable to be determined. The investigation is pending.

Event description:
The event involved an unspecified spinning spiros where it was reported that it leaks at port, spinning spiro, non-return valve (=k zero adapter) in connection with elastomer pump. The problem was the fluid leakage in the area of the connection valves used. These are the following negative effects: 1. Unclear quantity of cytostatic actually infused. 2. Skin irritation due to leaking cytostatic. 3. Stressful situation for the patient (psychological component). 4. Danger to third parties due to the uncontrolled release of cytostatic drugs. There was patient involvement.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed and a probable cause cannot be determined. No lot or item number was provided for a DHR review. Corrected information can be found in concomitant products, e1 - initial reporter phone, h6 health effect - clinical codes and h6 health effect - impact code.